Event description:
It was reported that, "when dr was ready to put the implant in, the scrub was not able to load stem on to inserter. The two items would not go together. Dr then used the secondary inserter to drive stem in. This is the third incident with this doctor."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.